Manufacturer narrative:
510k: this report is for an unknown rods/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Complained issue could not be replicated and/or confirmed based on the available information. No pictures and/or x-ray¿s were provided and no material was returned for investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in the (B)(6) as follows: it was reported that on an unknown date, prior to the procedure, when the set was opened, it was discovered that the locking rod had come apart into two pieces. Concomitant devices reported: screws: trauma (part number unknown, lot unknown, quantity 1), scrdriver f/ml scr ã¿4.5 w/sh (part number 03.019.025, lot unknown, quantity 1). This report involves one (1) unknown rods. This is report 2 of 2 for (B)(4).